Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the x-stage cover and the inner 135 degree cover were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during testing that the system was experiencing a rattling noise in the gantry during 3d spins as well as when the gantry was moved horizontally left and right. There was no patient present.